Event description:
It was reported that the iab was inserted emergently in the cath lab. Several hours later, there was blood noted in the helium tubing. The patient was taken to the operating room for removal. There were no patient complications and a second insertion was not performed.